Manufacturer narrative:
Per tandem's user guide: only use u-100 humalog or novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Subsequently, a minimum fill notification occurred after the user filled the cartridge with approximately 200 units of insulin during the load sequence. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed. Additionally, it was reported that an occlusion alarm occurred. Reportedly, the customer had been using apidira insulin within the pump supplies. Tandem technical support informed customer that apidira is off -label per the user guide. Customer administered a manual injection to address occlusion. Customer's blood glucose was 246-360 mg/dl.